Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhagic anaemia ("anemia"), genital haemorrhage ("typical heavy bleeding") and device dislocation ("slight shift in right coil (on x-ray)") in a female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1995 and (B)(6) 2007), c-section, drug allergy and abortion. Concurrent conditions included obesity. Concomitant products included lorazepam in 2015 for anxiety, bupropion (wellbutrin) in 2017 for depression, escitalopram oxalate (lexapro) in 2011, fluoxetine hydrochloride (prozac) in 2011 and paroxetine hydrochloride (paxil) in 2011 for depression and anxiety, obetrol (adderall) in 2015 for memory loss and fatigue, cyclobenzaprine hydrochloride (flexeril) in 2017 and tramadol in 2014 for pain and cholecalciferol (vitamin d) in 2011 for vitamin d deficiency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required) with asthenia, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain, severe cramping"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("bloating"), fibromyalgia ("fibromyalgia/ fibro diagnosis"), depression ("severe depression"), anxiety ("anxiety"), paranoia ("paranoia"), fatigue ("fatigue/ extreme fatigue"), migraine ("migraines"), muscular weakness ("muscle weakness"), feeling abnormal ("brain fog / mental fog"), vertigo ("vertigo"), skin lesion ("skin lesions"), feeling cold ("feeling of cold"), memory impairment ("memory issues"), muscle spasms ("lower back spasms") and paraesthesia ("feeling of ants running over my arms and legs"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the haemorrhagic anaemia, genital haemorrhage, device dislocation, abdominal pain lower, allergy to metals, abdominal distension, fibromyalgia, depression, anxiety, paranoia, fatigue, migraine, muscular weakness, feeling abnormal, vertigo, skin lesion, feeling cold, memory impairment, muscle spasms and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, depression, device dislocation, fatigue, feeling abnormal, feeling cold, fibromyalgia, genital haemorrhage, haemorrhagic anaemia, memory impairment, migraine, muscle spasms, muscular weakness, paraesthesia, paranoia, skin lesion and vertigo to be related to essure. The reporter commented: condoms used as birth control following essure placement procedure heavy bleeding / anemia led to a series of IV iron treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation. 2014: ultrasound: coils were not seen. (B)(6) 2014: flat x-ray: slight shift in right coil. Most recent follow-up information incorporated above includes: on 29-nov-2017: new reporter, patient`s demographic data, historical conditions and concomitant medications added. Previously reported event ¿permanent injury¿ was specified and replaced by: anemia; typical heavy bleeding; slight shift in right coil (on x-ray); pain, severe cramping; allergy to nickel; bloating; fibromyalgia/fibro diagnosis; severe depression; anxiety; paranoia; extreme fatigue; migraines; muscle weakness; brain fog / mental fog; vertigo; skin lesions; feeling of cold; feeling of ants running over my arms and legs; memory issues and lower back spasms. Case upgraded to incident. (B)(4). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of blood loss anaemia ('anemia'), device dislocation ('slight shift in right coil (on x-ray)') and genital haemorrhage ('typical heavy bleeding/bleeding') in an adult female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 1995 and (B)(6) 2007), c-section, drug allergy and abortion. 2014: ultrasound: coils were not seen (B)(6) 2014: flat x-ray: slight shift in right coil. Concurrent conditions included obesity. Concomitant products included lorazepam from 2015 to 2017 for anxiety, bupropion hydrochloride (wellbutrin) since 2017 for depression, escitalopram oxalate (lexapro) from 2011 to 2017, fluoxetine hydrochloride (prozac) from 2011 to 2017 and paroxetine hydrochloride (paxil) from 2011 to 2017 for depression and anxiety, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2015 to 2017 for memory loss and fatigue, cyclobenzaprine hydrochloride (flexeril) since 2017 and tramadol from 2014 to 2017 for pain and vitamin d nos (vitamin d) from 2011 to 2017 for vitamin d deficiency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/increased pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced depression ("severe depression") and mood swings ("mood swings"). In (B)(6) 2010, the patient experienced blood loss anaemia (seriousness criteria medically significant and intervention required) with asthenia. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue/ extreme fatigue"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), paranoia ("paranoia"), muscular weakness ("muscle weakness"), mental impairment ("brain fog / mental fog"), vertigo ("vertigo"), paraesthesia ("shocks in my brain with feeling of needles and bees on skin"), amnesia ("memory loss"), musculoskeletal stiffness ("stiffness"), photosensitivity reaction ("sensitivity to light"), swelling ("swelling"), parosmia ("sensitivity to smell") and hyperacusis ("sensitivity to light, smell and sound"). In (B)(6) 2011, the patient experienced drug hypersensitivity ("reverse reaction to meds"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tooth disorder ("dental issues"). In 2016, the patient experienced dysphagia ("difficulty swallowing I dysphagia"). On an unknown date, the patient experienced abdominal pain lower ("pain, severe cramping"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("bloating"), fibromyalgia ("fibromyalgia/ fibro diagnosis"), migraine ("migraines"), skin lesion ("skin lesions"), feeling cold ("feeling of cold"), memory impairment ("memory issues"), muscle spasms ("lower back spasms"), formication ("feeling of ants running over my arms and legs") and flatulence ("gas pain"). The patient was treated with iron and surgery (lavh bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the blood loss anaemia, device dislocation, genital haemorrhage, abdominal pain lower, allergy to metals, abdominal distension, fibromyalgia, depression, anxiety, paranoia, fatigue, migraine, muscular weakness, mental impairment, vertigo, skin lesion, feeling cold, memory impairment, muscle spasms, formication, pelvic pain, back pain, mood swings, paraesthesia, amnesia, musculoskeletal stiffness, photosensitivity reaction, swelling, parosmia, hyperacusis, dysphagia, tooth disorder, drug hypersensitivity and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, back pain, blood loss anaemia, depression, device dislocation, drug hypersensitivity, dysphagia, fatigue, feeling cold, fibromyalgia, flatulence, formication, genital haemorrhage, hyperacusis, memory impairment, mental impairment, migraine, mood swings, muscle spasms, muscular weakness, musculoskeletal stiffness, paraesthesia, paranoia, parosmia, pelvic pain, photosensitivity reaction, skin lesion, swelling, tooth disorder and vertigo to be related to essure. The reporter commented: condoms used as birth control following essure placement procedure heavy bleeding / anemia led to a series of IV iron treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure confirmation. Concerning the injuries reported in this case, the following ones were reported via social media : flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: social media received. Reporter added. Event : gas pain added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of haemorrhagic anaemia ("anemia"), genital haemorrhage ("typical heavy bleeding/bleeding") and device dislocation ("slight shift in right coil (on x-ray)") in an adult female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1995 and (B)(6) 2007), c-section, drug allergy and abortion. Concurrent conditions included obesity. Concomitant products included lorazepam from 2015 to 2017 for anxiety, bupropion (wellbutrin) since 2017 for depression, escitalopram oxalate (lexapro) from 2011 to 2017, fluoxetine hydrochloride (prozac) from 2011 to 2017 and paroxetine hydrochloride (paxil) from 2011 to 2017 for depression and anxiety, obetrol (adderall) from 2015 to 2017 for memory loss and fatigue, cyclobenzaprine hydrochloride (flexeril) since 2017 and tramadol from 2014 to 2017 for pain and "cholecalciferol" (vitamin d) from 2011 to 2017 for vitamin d deficiency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/increased pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced depression ("severe depression") and mood swings ("mood swings"). In (B)(6) 2010, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required) with asthenia. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue/ extreme fatigue"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), paranoia ("paranoia"), muscular weakness ("muscle weakness"), mental impairment ("brain fog / mental fog"), vertigo ("vertigo"), paraesthesia ("shocks in my brain with feeling of needles and bees on skin"), amnesia ("memory loss"), musculoskeletal stiffness ("stiffness"), photosensitivity reaction ("sensitivity to light"), swelling ("swelling"), parosmia ("sensitivity to smell") and hyperacusis ("sensitivity to light, smell and sound"). In (B)(6) 2011, the patient experienced drug hypersensitivity ("reverse reaction to meds"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental issues"). In 2016, the patient experienced dysphagia ("difficulty swallowing I dysphagia"). On an unknown date, the patient experienced abdominal pain lower ("pain, severe cramping"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("bloating"), fibromyalgia ("fibromyalgia/ fibro diagnosis"), migraine ("migraines"), skin lesion ("skin lesions"), feeling cold ("feeling of cold"), memory impairment ("memory issues"), muscle spasms ("lower back spasms") and formication ("feeling of ants running over my arms and legs"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the haemorrhagic anaemia, genital haemorrhage, device dislocation, abdominal pain lower, allergy to metals, abdominal distension, fibromyalgia, depression, anxiety, paranoia, fatigue, migraine, muscular weakness, mental impairment, vertigo, skin lesion, feeling cold, memory impairment, muscle spasms, formication, pelvic pain, back pain, mood swings, paraesthesia, amnesia, musculoskeletal stiffness, photosensitivity reaction, swelling, parosmia, hyperacusis, dysphagia, tooth disorder and drug hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, back pain, depression, device dislocation, drug hypersensitivity, dysphagia, fatigue, feeling cold, fibromyalgia, formication, genital haemorrhage, haemorrhagic anaemia, hyperacusis, memory impairment, mental impairment, migraine, mood swings, muscle spasms, muscular weakness, musculoskeletal stiffness, paraesthesia, paranoia, parosmia, pelvic pain, photosensitivity reaction, skin lesion, swelling, tooth disorder and vertigo to be related to essure. The reporter commented: condoms used as birth control following essure placement procedure heavy bleeding / anemia led to a series of IV iron treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation. 2014: ultrasound: coils were not seen. (B)(6) 2014: flat x-ray: slight shift in right coil. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of haemorrhagic anaemia ("anemia"), genital haemorrhage ("typical heavy bleeding/bleeding") and device dislocation ("slight shift in right coil (on x-ray)") in an adult female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1995 and (B)(6) 2007), c-section, drug allergy and abortion. Concurrent conditions included obesity. Concomitant products included lorazepam from 2015 to 2017 for anxiety, bupropion (wellbutrin) since 2017 for depression, escitalopram oxalate (lexapro) from 2011 to 2017, fluoxetine hydrochloride (prozac) from 2011 to 2017 and paroxetine hydrochloride (paxil) from 2011 to 2017 for depression and anxiety, obetrol (adderall) from 2015 to 2017 for memory loss and fatigue, cyclobenzaprine hydrochloride (flexeril) since 2017 and tramadol from 2014 to 2017 for pain and cholecalciferol (vitamin d) from 2011 to 2017 for vitamin d deficiency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/increased pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced depression ("severe depression") and mood swings ("mood swings"). In (B)(6) 2010, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required) with asthenia. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue/ extreme fatigue"). In february 2011, the patient experienced anxiety ("anxiety"), paranoia ("paranoia"), muscular weakness ("muscle weakness"), mental impairment ("brain fog / mental fog"), vertigo ("vertigo"), paraesthesia ("shocks in my brain with feeling of needles and bees on skin"), amnesia ("memory loss"), musculoskeletal stiffness ("stiffness"), photosensitivity reaction ("sensitivity to light"), swelling ("swelling"), parosmia ("sensitivity to smell") and hyperacusis ("sensitivity to light, smell and sound"). In (B)(6) 2011, the patient experienced drug hypersensitivity ("reverse reaction to meds"). In november 2014, the patient experienced device dislocation (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental issues"). In 2016, the patient experienced dysphagia ("difficulty swallowing I dysphagia"). On an unknown date, the patient experienced abdominal pain lower ("pain, severe cramping"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("bloating"), fibromyalgia ("fibromyalgia/ fibro diagnosis"), migraine ("migraines"), skin lesion ("skin lesions"), feeling cold ("feeling of cold"), memory impairment ("memory issues"), muscle spasms ("lower back spasms") and formication ("feeling of ants running over my arms and legs"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the haemorrhagic anaemia, genital haemorrhage, device dislocation, abdominal pain lower, allergy to metals, abdominal distension, fibromyalgia, depression, anxiety, paranoia, fatigue, migraine, muscular weakness, mental impairment, vertigo, skin lesion, feeling cold, memory impairment, muscle spasms, formication, pelvic pain, back pain, mood swings, paraesthesia, amnesia, musculoskeletal stiffness, photosensitivity reaction, swelling, parosmia, hyperacusis, dysphagia, tooth disorder and drug hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, back pain, depression, device dislocation, drug hypersensitivity, dysphagia, fatigue, feeling cold, fibromyalgia, formication, genital haemorrhage, haemorrhagic anaemia, hyperacusis, memory impairment, mental impairment, migraine, mood swings, muscle spasms, muscular weakness, musculoskeletal stiffness, paraesthesia, paranoia, parosmia, pelvic pain, photosensitivity reaction, skin lesion, swelling, tooth disorder and vertigo to be related to essure. The reporter commented: condoms used as birth control following essure placement procedure. Heavy bleeding / anemia led to a series of IV iron treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation. 2014: ultrasound: coils were not seen. (B)(6) 2014: flat x-ray: slight shift in right coil . Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received. Events added: pelvic pain, back pain, mood swings,anxiety, muscle & shocks in my brain with feeling of needles or bees on skin, memory loss, stiffness, swelling with sensitivity to light, smell and sound, difficulty swallowing I dysphagia, dental issues, reverse reaction to meds. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of blood loss anaemia ('anemia'), device dislocation ('slight shift in right coil (on x-ray)') and genital haemorrhage ('typical heavy bleeding/bleeding') in an adult female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 1995 and (B)(6) 2007), c-section, drug allergy and abortion. 2014: ultrasound: coils were not seen (B)(6) 2014: flat x-ray: slight shift in right coil. Concurrent conditions included obesity. Concomitant products included lorazepam from 2015 to 2017 for anxiety, bupropion hydrochloride (wellbutrin) since 2017 for depression, escitalopram oxalate (lexapro) from 2011 to 2017 and fluoxetine hydrochloride (prozac) from 2011 to 2017 for depression and anxiety, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2015 to 2017 for memory loss and fatigue, tramadol from 2014 to 2017 for pain, vitamin d nos (vitamin d) from 2011 to 2017 for vitamin d deficiency as well as from 2011 to 2017 and since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/increased pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced depression ("severe depression") and mood swings ("mood swings"). In (B)(6) 2010, the patient experienced blood loss anaemia (seriousness criteria medically significant and intervention required) with asthenia. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue/ extreme fatigue"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), paranoia ("paranoia"), muscular weakness ("muscle weakness"), mental impairment ("brain fog / mental fog"), vertigo ("vertigo"), paraesthesia ("shocks in my brain with feeling of needles and bees on skin"), amnesia ("memory loss"), musculoskeletal stiffness ("stiffness"), photosensitivity reaction ("sensitivity to light"), swelling ("swelling"), parosmia ("sensitivity to smell") and hyperacusis ("sensitivity to light, smell and sound"). In (B)(6) 2011, the patient experienced drug hypersensitivity ("reverse reaction to meds"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tooth disorder ("dental issues"). In 2016, the patient experienced dysphagia ("difficulty swallowing I dysphagia"). On an unknown date, the patient experienced abdominal pain lower ("pain, severe cramping"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("bloating"), fibromyalgia ("fibromyalgia/ fibro diagnosis"), migraine ("migraines"), skin lesion ("skin lesions"), feeling cold ("feeling of cold"), memory impairment ("memory issues"), muscle spasms ("lower back spasms"), formication ("feeling of ants running over my arms and legs"), flatulence ("gas pain"), arthralgia ("hips pain"), pain in extremity ("stabbing pain in thighs"), gait disturbance ("difficulty walking") and dysstasia ("difficulty standing"). The patient was treated with iron and surgery (lavh bilateral slaphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the blood loss anaemia, device dislocation, genital haemorrhage, abdominal pain lower, allergy to metals, abdominal distension, fibromyalgia, depression, anxiety, paranoia, fatigue, migraine, muscular weakness, mental impairment, vertigo, skin lesion, feeling cold, memory impairment, muscle spasms, formication, pelvic pain, back pain, mood swings, paraesthesia, amnesia, musculoskeletal stiffness, photosensitivity reaction, swelling, parosmia, hyperacusis, dysphagia, tooth disorder, drug hypersensitivity, flatulence, arthralgia, pain in extremity, gait disturbance and dysstasia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, blood loss anaemia, depression, device dislocation, drug hypersensitivity, dysphagia, dysstasia, fatigue, feeling cold, fibromyalgia, flatulence, formication, gait disturbance, genital haemorrhage, hyperacusis, memory impairment, mental impairment, migraine, mood swings, muscle spasms, muscular weakness, musculoskeletal stiffness, pain in extremity, paraesthesia, paranoia, parosmia, pelvic pain, photosensitivity reaction, skin lesion, swelling, tooth disorder and vertigo to be related to essure. No further causality assessment were provided for the product. The reporter commented: condoms used as birth control following essure placement procedure heavy bleeding / anemia led to a series of IV iron treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure confirmation. Concerning the injuries reported in this case, the following ones were reported via social media : flatulence, arthralgia, pain in extremity, gait disturbance and dysstasia lot number: 626155 manufacturing date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of blood loss anaemia ('anemia'), device dislocation ('slight shift in right coil (on x-ray)') and genital haemorrhage ('typical heavy bleeding/bleeding') in an adult female patient who had essure (batch no. 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6)1995 and (B)(6)2007), c-section, drug allergy and abortion. 2014: ultrasound: coils were not seen (B)(6)2014: flat x-ray: slight shift in right coil. Concurrent conditions included obesity. Concomitant products included lorazepam from 2015 to 2017 for anxiety, bupropion hydrochloride (wellbutrin) since 2017 for depression, escitalopram oxalate (lexapro) from 2011 to 2017 and fluoxetine hydrochloride (prozac) from 2011 to 2017 for depression and anxiety, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2015 to 2017 for memory loss and fatigue, tramadol from 2014 to 2017 for pain, vitamin d nos (vitamin d) from 2011 to 2017 for vitamin d deficiency as well as from 2011 to 2017 and since 2017. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("pelvic pain/increased pain") and back pain ("back pain"). In (B)(6)2009, the patient experienced depression ("severe depression") and mood swings ("mood swings"). In (B)(6)2010, the patient experienced blood loss anaemia (seriousness criteria medically significant and intervention required) with asthenia. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue/ extreme fatigue"). In (B)(6)2011, the patient experienced anxiety ("anxiety"), paranoia ("paranoia"), muscular weakness ("muscle weakness"), mental impairment ("brain fog / mental fog"), vertigo ("vertigo"), paraesthesia ("shocks in my brain with feeling of needles and bees on skin"), amnesia ("memory loss"), musculoskeletal stiffness ("stiffness"), photosensitivity reaction ("sensitivity to light"), swelling ("swelling"), parosmia ("sensitivity to smell") and hyperacusis ("sensitivity to light, smell and sound"). In (B)(6)2011, the patient experienced drug hypersensitivity ("reverse reaction to meds"). In (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tooth disorder ("dental issues"). In 2016, the patient experienced dysphagia ("difficulty swallowing I dysphagia"). On an unknown date, the patient experienced abdominal pain lower ("pain, severe cramping"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("bloating"), fibromyalgia ("fibromyalgia/ fibro diagnosis"), migraine ("migraines"), skin lesion ("skin lesions"), feeling cold ("feeling of cold"), memory impairment ("memory issues"), muscle spasms ("lower back spasms"), formication ("feeling of ants running over my arms and legs"), flatulence ("gas pain"), arthralgia ("hips pain"), pain in extremity ("stabbing pain in thighs"), gait disturbance ("difficulty walking") and dysstasia ("difficulty standing"). The patient was treated with iron and surgery (lavh bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the blood loss anaemia, device dislocation, genital haemorrhage, abdominal pain lower, allergy to metals, abdominal distension, fibromyalgia, depression, anxiety, paranoia, fatigue, migraine, muscular weakness, mental impairment, vertigo, skin lesion, feeling cold, memory impairment, muscle spasms, formication, pelvic pain, back pain, mood swings, paraesthesia, amnesia, musculoskeletal stiffness, photosensitivity reaction, swelling, parosmia, hyperacusis, dysphagia, tooth disorder, drug hypersensitivity, flatulence, arthralgia, pain in extremity, gait disturbance and dysstasia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, blood loss anaemia, depression, device dislocation, drug hypersensitivity, dysphagia, dysstasia, fatigue, feeling cold, fibromyalgia, flatulence, formication, gait disturbance, genital haemorrhage, hyperacusis, memory impairment, mental impairment, migraine, mood swings, muscle spasms, muscular weakness, musculoskeletal stiffness, pain in extremity, paraesthesia, paranoia, parosmia, pelvic pain, photosensitivity reaction, skin lesion, swelling, tooth disorder and vertigo to be related to essure. The reporter commented: condoms used as birth control following essure placement procedure heavy bleeding / anemia led to a series of IV iron treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: essure confirmation. Concerning the injuries reported in this case, the following ones were reported via social media : flatulence, arthralgia, pain in extremity, gait disturbance and dysstasia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events hips pain, stabbing pain in thighs, difficulty walking and difficulty standing were added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.